Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B2; b5; d9; h1; h10; add b1; replace h6: health effect - clinical code, health effect - impact code.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was 48 mg/dl. Low bg was addressed by consuming carbohydrates. Customer applied more force to the button to resolve the issue.

Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.